Manufacturer narrative:
510k: this report is for one (1) 3.5mm cortex screw/unknown lot. Partial part number provided as 204.8xx. Without the specific part and lot number; UDI number is unknown and 510-k number is unknown. Part of the screw remained in the patient¿s bone during hardware removal surgery performed on (B)(6) 2018; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a 2.7mm variable angle (va) anterolateral distal tibia plate and eleven (11) screws on (B)(6) 2018, due to a fracture above existing plate from a base-jumping accident. There were six (6) broken screws which include five (5) 2.7mm va screws and one (1) 3.5mm cortex screw that were embedded into the bone which required breaking the screw head with an osteotome and mallet. Fragments were generated when the screw head was removed and the screw shaft was retained and additional x-rays were required. Five (5) intact 3.5mm cortex screws were removed with no problems. The procedure was successfully completed with a 30-minute delay. The patient outcome was as planned. This report addresses the intra-op event that required breaking the embedded screws, while related complaint (B)(4) addresses the post-op event that involved removal of the devices due to a fracture above existing plate from a base jumping accident that causes screws to be broken and embedded into the bone. Concomitant devices reported: 2.7mm variable angle (va) anterolateral distal tibia plate (part # 02.118.208, lot # unknown, quantity # 1), unknown 3.5mm cortex screw (part # 204.8xx, lot # unknown, quantity # 5), unknown osteotome (part # unknown, lot # unknown, quantity # 1), unknown mallet (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 3.5mm cortex screw. This is report 1 of 2 for complaint (B)(4).